Manufacturer narrative:
The device was returned to the manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device failed to pass its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed design house in (B)(4) for an extensive engineering investigation. The reported self-test failure was confirmed through review of the device logs. The investigation determined that the device fault was due to a timing issue with the non-return valve (nrv) algorithim. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).